Manufacturer narrative:
Report filed due to the possibility of serious injury based on limited information reported.

Event description:
A wire broke during surgery.

Event description:
An olive wire broke during a procedure with the wire debris remaining in the patient.